Manufacturer narrative:
(B)(4). Reported event of stent wrong size. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016, that a 10mm x 80mm wallflex¿ biliary rx covered stent was to be used to treat a 6cm malignant stricture due to adenocarcinoma in the distal common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tortuous and had not been dilated prior to the procedure. During the procedure, the physician began deployment of the stent but noted that the stent size seemed to be longer than the labeled size of 80mm. The stent was removed from the patient fully constrained on the delivery system and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.